Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was having high blood glucose. Customer's blood glucose went to the urgent care for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer was wearing the device at time of the urgent care visit. During troubleshooting, device passed the high pressure test. Customer was advised to change the entire set and monitor the device. Customer will not be returning the device for analysis.